Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "head" and "hi-temp". The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The error message: "hi temp" shows that the temperature of the internal electronic is higher than 60°c and the motor temperature is higher than 70°c. This message only warns the user and does not lead to a pump stop. A getinge field service technician (fst) was sent for investigation and repair on 2025-04-18. All boards were cleaned an all connections were reset. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As confirmed by the getinge field service technician on 2025-04-18 the most probable root cause was determined as too high humidity which caused condensation. The main reason how humidity leads to a malfunction is condensation, which can lead to reduced insulation resistance and even short circuits. Due to the age of the device (over 10 years old), age related aspects can be considered as well. The customer was instructed to follow the instruction for use. According to the instruction for use for the hl20 chapter 13.5 ambient conditions the relative humidity (non-condensing) should be kept in the range of 30 ¿ 85% during operation and between 10 ¿ 96% during storage. The review of the non-conformities has been performed on 2025-04-29 for the period of 2014-06-11 to 2025-04-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-06-11. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure " error message: "head" and "hi-temp" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Event description:
The event occurred in india during routine check. It was reported that a hl 20 pump displayed the error message "head". No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Since the reported error message: "head" can lead to an unintentional pump stop a report is required. Complaint ID: (B)(4).